Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), pelvic discomfort ("pelvic pressure"), incontinence ("incontinencce"), night sweats ("night sweats") and feeling abnormal ("foggy memory "). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, fatigue, nausea, migraine, pelvic discomfort, incontinence, night sweats and feeling abnormal outcome was unknown. The reporter considered fatigue, feeling abnormal, incontinence, medical device removal, migraine, nausea, night sweats and pelvic discomfort to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media:weight gain, medical device removal most recent follow-up information incorporated above includes: on 15-jan-2020: content from plaintiff fact sheet received. Events fatigue, nausea, migraine, pelvic pressure, incontinence, right sweats, foggy memory were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurts a lot my pelvic area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), pelvic discomfort ("pelvic pressure"), incontinence ("incontinencce"), night sweats ("night sweats"), arthralgia ("hurts a lot my hip joints"), feeling abnormal ("foggy memory/I feel the pressure like I am pregnant") and vitamin d deficiency ("vit d deficiency"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, fatigue, nausea, migraine, pelvic discomfort, incontinence, night sweats, arthralgia, feeling abnormal and vitamin d deficiency outcome was unknown. The reporter considered arthralgia, fatigue, feeling abnormal, incontinence, migraine, nausea, night sweats, pelvic discomfort, pelvic pain and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media:weight gain, medical device removal. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event hurts a lot my hip joints, hurts a lot my pelvic area was added. Reporter was added. On 23-mar-2020: social media content received: reporter added. Events added: vit d deficiency. Surgery added to event pelvic pain. Fu 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media:weight gain, medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.